Event description:
Patient called to report that meter reads not ok and patient was unable to obtain a blood glucose reading. Patient did not experience any high or low symptoms. Ccr was unable to resolve the issue and sent patient a new meter.